Event description:
The customer reported that he received no delivery alarms on the insulin pump. His blood glucose was 216 mg/dl. The customer could not perform troubleshooting as the no delivery alarm was a past issue and the customer stated he was receiving insulin. The no delivery alarm should have been due to a site, infusion set or reservoir occlusion or connection issue. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.